Event description:
(B)(4). Increased menstrual cycles and bleeding, hashimoto's disease, vitamin d deficiency, gi inflammation and irritable bowel with periods of constipation, bloating, increased vaginal discharge, vaginal itching and irritation without yeast infections, fatigue, depression. All of these symptoms started after I had the essure procedure and were not present prior to the procedure. I've had multiple appointments with my endocrinologist and gyn doctor. My vitamin d level was 16; tsh was in the 50's and free t3 was 0.003.